Manufacturer narrative:
(B)(4). External insulation abrasion was noted at 7.5-8.5cm from the distal tip, consistent with lead friction to another device or feature of the patient anatomy. Internal insulation abrasion under the rv shock coil was noted at 3.5-3.6cm and 4.0-4.2cm from the distal tip. The etfe coating was intact at this location. Internal insulation abrasion under the svc shock coil was noted at 27.3-27.4cm, 28.0-28.1cm, and 28.5-28.6cm from the distal tip. The etfe coating was abraded at 28.5cm from the distal tip. This is consistent with the observation from the field of noise.

Event description:
It was reported that the lead was explanted due to lead noise. The patient was asymptomatic and stable following the procedure.

Event description:
New information received on march 6, 2019 indicates that a lead fracture was suspected at the time of explant.